Event description:
Reporter stated, the infusion set tube disconnected at the connector, and this resulted in elevated blood glucose levels. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.